Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints gross and fine adjustment valve alignment difficulty and withdraw difficulty were unable to be confirmed due to unavailability of the complaint device and/or applicable imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, ''during initial valve alignment, the outflow side of the crimped valve became embedded (or 'toothed') into the pusher. The system was then aligned with the fine adjustment wheel but the balloon could not be fulling pulled into the valve. The system was unlocked and reset several times with no success.'' It is possible that tension was introduced onto the delivery system and resulted in the reported multiple attempts to align the valve onto the valve alignment markers. It is possible that valve alignment was performed in a tortuous (non-straight section) vasculature, as tortuosity was observed in the provided imagery . This can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip as reported. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of ''diving'' (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. As such, available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the complaint event. For the complaint of withdrawal difficulty, as reported, ''upon attempting to pull the valve back into the esheath, this part of the valve was catching on the sheath and prohibited it from being pulled back into the esheath. The decision was made to deploy the valve in the thoracic aorta, where it was safely deployed.'' Potential sources of high withdrawal forces include tortuous patient anatomy. The presence of tortuosity can result in sub-optimal angles during delivery system withdrawal that may lead to non-coaxial alignment between the delivery system, crimped valve, and sheath tip. Such non-coaxiality can contribute to withdrawal difficulties as the crimped valve likely caught on the sheath tip. Available information suggests patient (tortuosity) and procedural factors (non-coaxial withdrawal) contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. Device not available.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, there was valve alignment difficulty and a 23mm sapien 3 ultra valve was deployed in the thoracic aorta. As reported, during initial valve alignment, the outflow side of the crimped valve became embedded (or 'toothed') into the pusher. The system was then aligned with the fine adjustment wheel but the balloon could not be fulling pulled into the valve. The system was unlocked and reset several times with no success. The system was unlocked and advanced forward to see if the inflow of the valve would sit properly against the pusher but this was unsuccessful. It was determined to remove the valve/delivery system and start over with a new valve and delivery system. At this time, the valve was canted on the delivery with part of the outflow extending beyond the pusher. Upon attempting to pull the valve back into the esheath, this part of the valve was catching on the sheath and prohibited it from being pulled back into the esheath. The decision was made to deploy the valve in the thoracic aorta, where it was safely deployed. There was no damage noted on the esheath due to the withdrawal and no frame damage of the 1st valve. A new valve and delivery system was prepped and the valve was deployed successfully with no issue. The patient was noted to have been discharged.